Event description:
It was reported that the patient with this non boston scientific right ventricular (rv) lead had experienced infection and the lead exhibited other/non-product experience. A revision was performed and the pacemaker along with this non boston scientific right ventricular (rv) lead and non boston scientific right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This rv lead was not returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).